Event description:
Loop was explanted and reimplanted on (B)(6) 2017, approximately 10 days after implant. Loop had migrated around left breast implant of pt. Without any physical manipulation by patient. This caused significant physical discomfort to patient. On (B)(6) 2024 loop was explanted due to eri. Should additional information be received, this file will be updated.